Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery would not charge and subsequently the pump shut down while plugged in to charge. When the pump was turned back on, the battery gauge displayed 100%. Customer's blood glucose was 200-300 mg/dl. Upon follow up, contact stated that battery issue was resolved.